Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 28-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving prialt 4.6 and morphine 20 mg/ml (unknown dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the patient did not feel "anything close to where he was before". The hcp found an area of the catheter that was kinked. A catheter revision was performed the previous week due to a kink. The catheter was straightened out. The hcp wanted to perform a full system content removal, catheter dye study, and a roller study to ensure the catheter was patent and the revision went well. Additional information was received from a company representative. The hcp wanted to go up slow with the medication in the pump. The patient had side effects related to the prialt. The hcp changed the medication to straight morphine 20 mg/ml to 10 mg/ml. The catheter aspirated well and got the expected residual amount. The hcp did not perform the catheter dye study and roller study as the catheter was aspirated with no issue. No further complications were reported.